Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up the electrical parameters had changed with respect to implant. The fluoroscopy confirmed dislodgement. The atrial lead was repositioned on (B)(6) 2013 successfully and patient's condition was good after the procedure.